Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient was revised due to loosening of the lps stem at the bone to cement interface. Depuy cement was used. It was also reported that the patient is seen in office this week after having increased thigh pain. X-rays show broken cement mantle and schedule for revision. Stem and broken cement are removed and new stem is cemented in place without delay or patient harm. Segment was replaced on (B)(6) 2024 when her quad mechanism was reconstructed. This was captured in (B)(4). Depuy cement would have been utilized at the time of implantation but no records are available as it is hospital owned product. Cemented would have been vacuumed mixed and cemented with 4th generation technique. No other information regarding cement is available. No allegations against any component were made. Doi: (B)(6) 2024, dor: (B)(6) 2025, affected side: left knee.